Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2016 with the following findings: the ok button was found to be under responsive. The button contact was found to be cracked. The battery compartment was found to be cracked. Unrelated to these issues, the audio bolus button was torn but still responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the ok button was under responsive and the battery compartment was cracked. This report is made based on results of investigation completed on 05/18/2016.